Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #¿s 3005099803-2013-13780 and 3005099803-2013-13781 for the other associated device information. It was reported to boston scientific corporation that two hemostatic resolution clip devices were used for a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician used a hemostatic resolution clip device to repair a gastric perforation. Inside the patient, the clip failed to release from its catheter. A second hemostatic resolution clip was used. However, this clip also failed to release from its catheter. This procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination was performed. Upon investigation, it was noticed that the clip assembly was detached from the bushing but still attached to the control wire via tension breaker and yoke. The prongs could not be opened, but the clip assembly could be deployed. Two clicks were heard. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #&#38112;3005099803-2013-13780 and 3005099803-2013-13781 for the other associated device information. It was reported to boston scientific corporation that two hemostatic resolution clip devices were used for a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician used a hemostatic resolution clip device to repair a gastric perforation. Inside the patient, the clip failed to release from its catheter. A second hemostatic resolution clip was used. However, this clip also failed to release from its catheter. This procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.